Event description:
A healthcare professional reported that the light pipe would not pass through the trocar cannula when performing retina surgery in a pt's eye. Both trocar and light pipe were replaced during the procedure and the case was completed without any consequences to the pt. Additional info and product samples have been requested for this report. No updates have been received at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).